Event description:
It was reported that the washer was placed on the screw and as the screw was being tightened, the washer went over the screw head. Surgeon took the washer off of the screwdriver shaft and set it aside.

Manufacturer narrative:
Add'l info has been requested and if received will be reported on a supplemental report.